Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and was leaking and that the blood sugars were going up. The blood glucose reading was 535 mg/dl. The customer treated with manual injection. The customer was not able to describe any damage to the drive support cap. No air bubbles were noted in the tubing. The customer was advised to run a manual prime and reported that insulin did exit. The customer declined to check settings and declined to run a high pressure test. The customer was advised to change the set, reservoir and insulin. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.